Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 281 mg/dl at the time of incident. Customer stated that the insulin pump button was scrolling without the user's input. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump had battery issues and had an off no power alarm and it would shut off. Customer stated that a replacement battery cap did not resolve the battery issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No ramping numbers noted on the display. The insulin pump passed displacement test, self test, unexpected restart, off no power test and all operating currents tested within the specific range. The insulin pump was monitored and tested with no off no power alert noted. The insulin pump programmed with multiple bolus deliveries and all bolus registered properly in the bolus history noted.